Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 160 mg/dl, 140 mg/dl, 151 mg/dl and 400 mg/dl. He customer reported that they treated high blood glucose level with bolus. The customer did not mention any symptom related to high blood glucose level. The customer stated that high blood glucose event was a result of not using the auto mode on the insulin pump. The sensor will be returned for analysis.